Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump was shaking severly, with or without tubing installed. The roller pump was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.